Event description:
Customer reported via phone that 8645 alarm is no longer working as intended. Sn ending in (B)(6) speaker faulty and not working. No patient injury.

Manufacturer narrative:
Product was returned and evaluated. Visual finding observed the moisture sensitivity indicator sticker inside the unit appeared red, suggesting the presence of internal moisture exposure. Evaluation found the unit powers on successfully using aa batteries, power supply, and dc adapter. However, the unit fails to emit the standard power on audio and produces no sound in response to sensor activation or when mode buttons are pressed. The moisture sensitivity indicator sticker is red, suggesting potential exposure to environmental conditions outside the recommended specifications. This may have compromised internal components, contributing to the observed malfunction. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).